Event description:
A discordant advia 1650 total creatinine kinase patient result was reported to the doctor. The sample was retested with dilution at the doctor's request and corrected result was reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant creatinine kinase result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant creatinine kinase result was due to the incorrect height setting of the dilution probe - dpp. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.